Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose at time of incident was 351 mg/dl. Customer was assisted with rewinding. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer blood glucose was high because he is on steroids. Customer was assisted with delivering bolus.